Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that an anterior vitrectomy probe was defective as it did not provide aspiration during vitrectomy surgery. A new anterior vitrectomy probe had to be opened to perform and complete the procedure. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. No technical inquiries were received from the customer. A sample was not received at the investigation site for the evaluation; therefore, the condition of the product could not be verified. A lot number was identified, however is not a valid lot number therefore, a device history record review, complaint history review, and non-conformance review could not be conducted. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).